Event description:
The customer reported that their pump screen was dark and wouldn't turn on. There was no adverse impact to the customer¿s blood glucose level. Technical support instructed the caller to perform several troubleshooting steps, but the issue persisted. As a result, a replacement pump was sent out, and the customer was advised to use multiple daily injections as a backup therapy. The customer was instructed to return the malfunctioning pump within 10 days.